Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (check te messages) has been confirmed. The cause for the messages was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages.